Manufacturer narrative:
The device involved in this event has not been returned for evaluation. (B) (4).

Event description:
Treatment of an avm. It was reported the catheter was used to deliver onyx and removed from the onyx cast successfully. During re-direct to a different artery, the catheter broke off at approximately 10-15cm from the distal tip. The broken segment remained in the patient and the physician chose not to retrieve it, because it occluded the vessel that it was attempting to occlude. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2010-00063.